Event description:
Caller provided patient's device serial number. Rv lia triggered on (B)(6) 2025. Caller noted patient had ablation on (B)(6) 2025. Lead is stj from 2008. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).